Manufacturer narrative:
(B)(4)

Event description:
It was reported that 2 device's package are broken. There were a holes in the blister; the sterility was compromised. No procedure involved. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # p91h4d the analysis results found that harh36 device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a holes in the (B)(4), the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.